Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? During the same procedure. Was there any patient consequence due to the extended surgery time of 30 minutes ? There was no patient consequence. What is the condition of the patient? No problem. The patient has been discharged from the hospital. Lot number? No further information is available.

Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2020 and suture was used. During the procedure, the suture detached from the needle while suturing the perineum. The operation time was extended within 30 minutes. No adverse patient consequences were reported. Additional information was requested.